Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an alarm ¿iab optical sensor failure¿ was generated. Attempts were made to insert/remove optical sensor cable, but the alarm did not disappear. Arterial pressure was measured from another vessel instead to continue therapy. Mild sclerosis and calcification were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
Additional information: section h.6. "Evaluation method code" added codes 3331, 4109, and 4110. "Evaluation conclusion code" added code 11. Product status: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an alarm ¿iab optical sensor failure¿ was generated. Attempts were made to insert/remove optical sensor cable, but the alarm did not disappear. Arterial pressure was measured from another vessel instead to continue therapy. Mild sclerosis and calcification were noted in the patient vessel. No patient injury was reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an alarm ¿iab optical sensor failure¿ was generated. Attempts were made to insert/remove optical sensor cable, but the alarm did not disappear. Arterial pressure was measured from another vessel instead to continue therapy. Mild sclerosis and calcification were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. Three kinks were observed on the catheter tubing approximately 53.1cm, 77.4cm and 76.2cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal, the inability to calibrate it or an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).